Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer contacted via phone and stated that the brush head popped off while he/she was brushing his/her teeth. No injury was reported.